Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 563 mg/dl. The customer addressed the elevated bg with a manual injection of insulin. Reportedly, the pump was reset and the customer continued to use the pump for insulin therapy.